Manufacturer narrative:
(B)(4). An empty opened foil, a suture and two needle-suture pieces of product code: vr944, lot: mh9dtxe0 were returned for analysis. During the visual inspection of two used needle-suture pieces, the swage and attachment area were observed as expected and a suture piece still was attached to barrel of the needles. In addition, the end of the used suture was cut appears to be by use of the surgical instrument and no needle pull off was noted. The other suture was not sent for evaluation. Due to condition of the samples the functional test could not be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received no pull off suture needle was noted since, the needles still was attached to a suture piece.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, vr944, mh9dtxe0 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during child birth on (B)(6) 2019 a suture was used. During the procedure, the needle was detached from the suture though tension was not applied during suturing on the perineum. It was not a control release needle. There were no adverse patient consequences reported.